Event description:
Complaint description: a hosp nurse reported that as a physician was placing a stent into a pt during a bronchoscopy procedure, an o-ring fell out of the biopsy channel of a bf-p240 bronchoscope and into the pt's lung. The piece was retrieved with a biopsy forceps and the procedure was completed without complications. The nurse also reported that an o-ring fell out of the biopsy channel of a second bronchoscope (bf-1t240) while the scope was being reprocessed in a steris automated reprocessor.